Event description:
It was reported that a high capture threshold resulting in a loss of capture, low impedance, and episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. During a polarity switch, phrenic nerve stimulation was observed. The rv lead was capped and replaced to resolve the event. The patient was stable and will continue to be monitored.